Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was assisted with troubleshooting for bent cannula. The customer reported that the cannula was bent of infusion set. Insulin pump was on auto mode. The insulin pump will not be returned for analysis.